Manufacturer narrative:
B5-previously stated that the problem was resolved with the lens exchange. Additional information-the lens was exchanged with a 13.2mm lens and the problem was not resolved. Reference MFR report# 2023826-2020-01004 for final exchanged lens and problem resolution. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -9.5 diopter, into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a shorter length lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial. Visual inspection found the haptic broken and bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).